Manufacturer narrative:
Additional h6 patient code: (B)(6) surgical intervention, 3191 - distention additional b5 narrative: it was reported that the patient experienced pain, hernia, adhesion, scarring, disfigurement, infection, distention and inflammation it was reported that the patient had a removal surgeries on (B)(6) 2017 in addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. Mwr-28102019-0000573532 submitted for adverse event which occurred on (B)(6) 2016 mwr-28102019-0000573580 submitted for adverse event which occurred on (B)(6) 2017.

Manufacturer narrative:
Date sent to FDA: 07/24/2019. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.